Event description:
It was reported by the customer that on (B)(6) 2010, the fiber worked for two minutes and then started firing from the end at 50,000 joules. Also, it was reported that the aiming beam was very divergent and there was ineffective vaporization. The device was not returned for eval.